Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but is not limited to vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent treatment of a thoracic aortic aneurysm in the (B)(6) study. The procedure included the use of gore® excluder® aaa endoprostheses. On (B)(6) 2021 follow-up imaging revealed a new dissection at the distal end of the ipsilateral iliac extender in the right common iliac artery. Upon further investigation the dissection was reported to be immediately adjacent to the device and no reintervention is planned.